Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is unavailable.

Event description:
Screw driver ends snapped whilst inserting bio intrafix tibial screw during an acl procedure. Nothing fell into patient. Procedure not extended more than 30 minutes. Procedure completed by using another set of instruments.

Manufacturer narrative:
The complaint device was not received and is therefore unavailable for physical evaluation. The reported condition cannot be confirmed at this point. Typically, a broken distal end is usually associated with excess abuse of the device and can be attributed to user technique issue. We will continue to remain receptive to additional information and update our records to reflect new findings. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).